Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, two photos were provided. Both photos show syringes with a white solution in the syringes and there is some white solution in the stopper ribs; none of the photos show that white solution passed the stopper. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that unspecified bd" syringe leaked. The following information was provided by the initial reporter: material no: unknown 30ml, batch no: unknown. It was reported that there is leakage at the stopper when drawing up liquid.